Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity (either one or two) of one-link non-dehp y-type microbore catheter extension sets which broke. The event was further described as the break was observed at the male luer where it attaches to the catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information: b5. B5: after further review of the event, there was one impacted product. H10: should additional relevant information become available, a supplemental report will be submitted.